Event description:
It was reported that an internal pump was not functioning properly that may have compromised the device's ability to perform its intended function.

Manufacturer narrative:
Upon investigation, it was determined that there was a faulty diode hat caused an oscillating pump failure. Since the time of this incident, all system 83-2's have been equipped with a pressure switch to monitor the out put pressure of the pump and installed a blinking green light on the control panel that will flash when the pump is pumping. This incremental design enhancement prevents this situation from occurring. Since the modification was implemented, there have been no reports of this type of failure.